Event description:
The pt presented in 2002 with a fever and minimal redness. The primary location of the infection was not reported. A culture of the csf was positive for diptheriods and the pt was diagnosed with meningitis. They were treated with IV antibiotics and total device system explant.the infection resolved and the pt had drug withdrawal symptoms of pain, spasticity, hypertension, and screaming.